Event description:
Allergan aesthetics received an additional report that included the lower abdominal area as also being affected with ph. The event of ph has been confirmed in all reported areas.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area and upper abdominal area on (B)(6) 2021, (B)(6) 2022, and (B)(6) 2023 using the cooladvantage coolmini, curve 80, curve 150, and advantage core system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryomyolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.